Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased sodium results when processing on the alinity c. The initial and retest sodium results for sid 204002887b were 114, 142, and 141. Additional test results were provided for the patient including potassium 3.2 and 4.0, chloride: 94, 108, and 108; calcium 9.8 and 9.8; co2: 27, 27 and 26; glucose 89 and 88; urea 13 and 13; and creatinine 0.6 and 0.6. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, instrument service history, a search for similar complaints, a review of tracking and trending data, and a review of product labeling. The abbott field service representative (fsr) inspected the instrument and found the ict pinch tubing partially seated in the pinch valve, and the cuvette wash syringe #3 installed in the wrong position on the pump assembly. The fsr reseated the ict pinch tubing and installed the wash syringe #3 into the correct position. No additional result issues have been reported since the instrument was serviced. The 1ml syringe (part number 09d41-03), and the tubing, ict pinch valve (part number c-35016640-01), was determined to be the likely cause for the issue. The instrument service history review did not identify any additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No adverse trends or systemic issues were identified. No non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.